Event description:
This ra lead was implanted on (B)(6) 2014 and remains implanted at this time. A call placed to technical services on (B)(6) 2018 noted that there were inappropriate atrial tachycardia response due to noise on this ra lead. Left arm across chest reproduced the noise. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).